Event description:
It was reported that during reprocessing, the colonovideoscope tested positive for 1 colony forming unit of enterococcus faecium. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide corrections and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d4; d8; g3; h2; h3; h6 and h11. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2025. Sampling from: endoscope channel washing. Cfu: 1 colony forming unit (cfu). Bacterial identification: enterococcus faecium. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The device was tested positive by olympus; therefore, the user request was confirmed. After decontamination, the device was tested and was negative. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.